Event description:
The customer reported to customer service via email that her transformer sparked, smoked and then blew out the motor of her pump.

Manufacturer narrative:
The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. In follow up with the customer, she stated that it sparked and smoked along the plug, the coating around the wire melted. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The customer reported sparking from her pump in style power adaptor. On 4/4/2011, medela issued a pump in style power adaptor safety notification. The safety notification was the result of the findings of CAPA (B)(4), which addressed issues with exposed wires and found the probable root cause to be a degradation of the insulation separating the positive and negative wires. The probable cause of the degradation of the insulation have been attributed to the cord being wrapped around the transformer housing and/or being pulled from the outlet by the cord instead of by the transformer housing. As a result, customers were informed not to wrap the cord around the transformer to prevent damage and to discontinue use of any transformer that appears damaged. In addition, medela has updated the cord and the transformer material has been changed to a more heat stable material. The updated transformer also contains both electrical and heat thermal fuses so that in the event of a failure, the transformer will fail safe. The subject unit was manufactured prior to the corrective action under (B)(4). The customer was either provided with a replacement transformer or referred to an ordering source to resolve this issue. No further action is required. Complaint data trending will continue to be monitored by medela quality management for investigation/CAPA consideration.